Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they just met with a manufacturer representative (rep) to turn stimulation on friday, but over the weekend "it kept screwing up and turning off, and I tried to connect again and it says system error code 0xb8962d1" which appears to be an android service code. Reviewed that the mystim rc application/communicator doesn't stay connected to implant all the time, it loses connection after a period of inactivity. Pt thought the handset/communicator stayed connected to the implant all the time. Reviewed external component usage and information. During the call the pt saw this 0xb8962d1 service code and hit the restart option on the screen. Pt then turned communicator back on and then tried to connect to implant which was successful. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.